Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. Fse confirmed the error in the error log. During evaluation, fse found the x1 home sensor flag was out of position. Fse then corrected the home sensor flag adjustment. The instrument was operating as expected. There was no further action required by fse. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from the install date of 25-jan-2018 through aware date of (B)(6) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states the following: [2300] s.loader step feed failure cause: the pitch sensor s071 failed to go on after the step feed. Action: check to see if there is any impediment to the sample rack feed. If the trouble reoccurs, contact the tosoh local representatives. Check s071 and the step feed mechanism. The most probable cause of error 2300 messages was due to sample loader being out of alignment.

Event description:
A customer reported error 2300 s. Loader step feed failure messages with the aia-900 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of estradiol (e2), follicle-stimulating hormone (fsh), and luteinizing hormone (lhii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Additional information: a review of the device history record (DHR) was conducted for serial number (B)(4), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.